Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Diabetic educator reported via phone call that customer went to the emergency room on (B)(6) 2016 with blood glucose of 433 mg/dl. Customer had symptoms of dry mouth, shortness of breath, racing heart, weakness and diabetic ketoacidosis. Customer was treated with IV drip. Customer was wearing insulin pump at the time of emergency room visit. Caller inquired on running test on insulin pump for no delivery.